Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient&#38112;ipg is depleted due to lack of recharge. The patient stopped charging her ipg due to experiencing pain while charging. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention where her ipg was replaced with a new one; which resolved the issue.